Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that there was a tubing leak "somewhere between the infusion pump and the closed-system connector to the patient." Chemotherapy was infusing at the time, with "approximately 5-10cc" spill. The chemotherapy spilled "onto the base of the IV pole, the floor, and a few drips on the arm of the infusion chair." Although requested, there was no user or patient information provided.